Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation including the clarification regarding the reported issue (battery calibration) but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery calibration expired.